Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was at the end of life. It was also noted that the patient was experiencing inadequate stimulation on the left foot. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg. The explanted ipg was not returned as it was discarded by the medical facility. The patient was doing well postoperatively.